Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of september 25, 2017, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) medical center, (B)(6). The physician who performed the revision surgery is: dr. (B)(6). (B)(6) clinic, (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - has been used to capture the reported event of mesh exposure. The following imdrf impact codes capture the reportable events of: f1905 - has been used to capture the reported event of device revision.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a mid-urethral sling placement and rigid cystoscopy procedure performed on (B)(6) 2017, for the treatment of female stress incontinence. No complications were noted throughout the procedure, and the patient tolerated the procedure well. She was then transported to the recovery room in a stable condition. After the surgery, the patient had problems with urination such as urgency and urge incontinence. The implanted urethral mesh was also exposed. To address these symptoms, the patient underwent a cystoscopy revision, removal of the vaginal mesh, revision of the interstim lead, and placement of a generator with programming on (B)(6) 2022. Reportedly, during the procedure, all of the exposed area of the mesh plus portions leading out laterally were removed. Cystoscopy was performed. A cystoscopy was performed, and there was no evidence of tumor, calculus, mucosal abnormality, or bladder injury. The patient was transferred to the recovery room in good condition.